Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention due to ipg migration after a fall. During the procedure, the ipg was buried in deeper into the pocket. Postoperatively, effective stimulation was reported.